Event description:
It was reported that the pump exhibited a peeling downstream occlusion seal (dso), which was becoming detached along the entire right side and corner during testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed. The customer reported complaint was confirmed. It was found that the air detector and downstream occlusion seal was damaged. Additionally, the downstream occlusion sensor was defective. The air detector, downstream occlusion seal and sensor were replaced.